Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead was difficult to position, due to tortuosity in the cephalic vein. Once in the atrium, it took 22 turns of the fixation tool to extend the helix. Measurements were taken with the pacing system analyzer (psa); noise was observed and the impedance measurements were high, out-of-range at greater than 3,000 ohms. The psa cables were replaced but the measurements did not improve. The lead was connected to the device and still the impedance value was out-of-range. Therefore, this lead was explanted and a new lead of the same model was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right atrial (ra) lead was difficult to position, due to tortuosity in the cephalic vein. Once in the atrium, it took 22 turns of the fixation tool to extend the helix. Measurements were taken with the pacing system analyzer (psa); noise was observed and the impedance measurements were high, out-of-range at greater than 3,000 ohms. The psa cables were replaced but the measurements did not improve. The lead was connected to the device and still the impedance value was out-of-range. Therefore, this lead was explanted and a new lead of the same model was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.